Manufacturer narrative:
(B)(4). Catalog unknown but received device is confirmed to be a celect platinum filter. Summary of investigation: the investigation of the blue sheath and the filter confirmed that difficulties during the retrieval procedure were met. The root cause for the difficult retrieval and consequently the tearing of the sheath is due to the snaring of the secondary filter legs. According to the description of the event one secondary filter leg fractured. However, on the returned filter it was noted that one secondary filter leg has fractured and one secondary filter leg is missing. Unknown if both secondary filter legs were retrieved from the patient or only one secondary filter leg was retrieved, since it is reported that "the secondary strut broke off and travelled to right ventrical. The strut was retrieved via snare device". Therefore, sales rep follow-up is requested. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, the filter fracture occurred during retrieval and not during the implant period. Lot and rpn are unknown; however the celect-pt filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No further action is required. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the user snared the hook and a secondary strut. Upon sheathing the filter, the sheath began to tear. The secondary strut broke off and travelled to right ventrical. The strut was retrieved via snare device. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.